Event description:
Additional information received from investigation. See section h10 for details.

Manufacturer narrative:
Based on the additional information received from investigation, the malfunction event could not be verified. The device outer packaging was returned opened with no implant nor sterile inner vial and no other components were returned. Based on the information, the alleged implant was not implanted and doctor confirmed the procedure was completed using another implant. Upon reassessment of the reported event, it was determined that the event is considered not reportable. No serious injury or death has been reported associated to this event and the event of missing cover screw/mount is not likley to lead to a serious injury nor the event is considered a life threatening and is not likely to cause permanent impairment of body function or the body structure; as a result, the event did not meet the definition of a reportable event and no further medwatch reports will be submitted. See additional investigation details below. One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) packaging was returned for investigation. Visual inspection of the as returned product identified that the vial is already opened and does not contain any components. The device is not indicated to have been used in a patient. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1219857. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review of the pre-sterilization audit notes that all implant components are present in the reviewed packages. Complaint history review was performed for the reported lot number (1219857) for similar event and no other complaint was identified. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event (missing components) or product (tsvwb10). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The most likely cause of the event is handling of the packaging outside of zb control, as the above risks are associated with the packaging process and review of the product final inspection revealed that all inspected product passed inspection. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number: k011028, k013227.

Event description:
It was reported that during implant placement, it was noted that the implant fixture mount nad cover screw were missing. Procedure was completed using another implant.